Event description:
The customer reported the system exhibited a precharge error. This error is likely to prevent the system from booting to a usable state. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.